Manufacturer narrative:
Country: (B)(6). PMA/510 (k) #: class I exempt. Device evaluation summary: product analysis #(B)(4): as per s&r inspection results review during the inspection, it was confirmed that the screw thread of the handle screw had deformed and that the holder was not fixated. The joint is deformed, so replacement is recommended. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a device used for spinal therapy (med). It was reported that there was screw fixation failure. There were no patient symptoms reported. There were no further complications reported regarding the event.